Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center to report receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during drain. Product surveillance contacted the hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp started over with new supplies and was able to resume therapy without any problems. The hp will notify the nurse of the alarm. There was no patient injury or medical intervention associated with this event. No further information is available.